Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) spoke with the customer over the phone and found out that they were using an incorrect leur plug causing the test to fail. The fse emailed the customer a picture of the correct plug to use. The issue was resolved.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a safety disk failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.